Event description:
While inserting the coil into the catheter, it was reported the pusher assembly broke and the coil detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and confirmed the implant had detached. The pusher assembly was found broken as reported; when it broke, this likely led to the coil becoming detached.